Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown tibial component. Cat # unk, lot # unk, description: unknown tibial poly. Cat # unk, lot # unk, description: unknown cement. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had right knee revision due to pain and residual cement from previous procedure. Converted mako uni prosthesis to a total knee. Removal of femoral component, tibial component and tibial poly.